Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer had a reading of 400 and was not feeling that high. Was concerned and called the paramedics for assistance. Their meter read 110 which was accurate for how she felt.